Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 12 days. Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient was treated with antibiotics for a driveline infection. Cultures taken were positive and a CT scan confirmed mediastinal fluid buildup. The patient remains ongoing on vad support. The hm3 IFU lists driveline infection as an adverse event and also provides information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted to hospital on (B)(6) 2019 following clinic visit for major infection in the percutaneous lead (driveline) exit site. Patient exhibited increasing mediastinal fluid collection in the form of an abscess. A CT was performed and results showed complex mediastinal fluid collection measuring 1.7 x 3.3 x 9.4cm. Cultures were taken from driveline and results were positive for slight staph aureus growth. Patient was hospitalized and treated with oral antibiotics. Patient is reported as ongoing. No additional information was provided.

Event description:
The infection was reported as resolved on (B)(6) 2019.

Manufacturer narrative:
Outcomes attributed to adverse event: corrected information. Event: additional information received. No further information was provided. The manufacturer is closing the file on this event.